Manufacturer narrative:
The insulin pump was received with no button response due to bolus, act, escape, up arrow and down arrow buttons were flat button dome also, unable to perform any tests due to unresponsive buttons. The connector was inspected and locked on the lcd board. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl. Customer treated with an injection. Troubleshooting found that the pumps buttons are very hard to press and the customer ha to use pens to press them. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.